Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient went to the ER due to an infection. The patient was given IV antibiotics. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient has recovered without sequelae.